Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported arf gas leakage before surgery. Surgery was delayed without any patient harm.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria during technical onsite visit the field service engineer (fse) replaced laser head and performed system verification. According to serial number of laser head, this laser head has a c-ring sealing inside the laser head. This is a known issue and was addressed by the supplier: the supplier has improved the sealings and implemented o-ring sealings. The root cause is the leakage of the c-ring inside laserhead. The manufacturer internal reference number is: (B)(4).